Event description:
An attorney reports that their client suffered injuries and damages following intraocular lens implant surgery, however no details were provided. The attorney alleges the wrong lens was implanted. Additional info has been requested.